Event description:
It was reported that the system 7800 would not initialize. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. It was suggested that the image processor circuit board be replaced. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.